Event description:
In 2009, customer reports signature inr 3.5 vs acl 9000 inr 2.5. Repeat test on both instruments, signature inr 2.8 vs acl 9000 2.3. Patient therapeutic range 2.0 - 3.0 inr. Patient cardiac cath procedure delayed one day due to elevated inr. Procedure performed successfully the next day. No reports of adverse events or serious injury.

Manufacturer narrative:
Manufacturer evaluation / investigation currently in process.